Manufacturer narrative:
The reported issue (it was reported that the catheter fell out of the patient with a deflated balloon due to balloon damage. No patient injury was reported. No information was provided about the duration of usage, if there was missing piece on the balloon or if there was any remaining in the patient's body) was confirmed, as cause unknown. Per visual evaluation no defects were found. During functional evaluation the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and immediately the water came off due to a balloon pin hole. The sample was observed under 10 x magnification and no particles were found along the balloon area. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon; however, there was no patient injury reported. There was no information provided on the duration of usage, or whether there were missing pieces on the balloon or any remaining in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon; however, there was no patient injury reported. There was no information provided on the duration of usage, or whether there were missing pieces on the balloon or any remaining in the patient's body.